Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving frame and table manually. Customer reported that the frame and table were not moving during operation. Field service engineer (fse) inspected the system onsite and reviewed the system logfiles found that the pressure sensor was defective. Fse replaced the pressure sensor. After replacement of pressure sensor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving frame and table manually. Customer reported that the frame and table were not moving during operation. Field service engineer (fse) inspected the system onsite and reviewed the system logfiles found that the pressure sensor was defective. Fse replaced the pressure sensor. After replacement of pressure sensor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, device identifier (gtin), serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.